Event description:
Blood leak happened within 1 hour es during treatment. Patient's blood flow=180ml/min, uf rate 0.8l/hr, venous pressure = 170 mmhg; dialysate pressure = 150mmhg; the blood loss for the patient was very minor, about 30 ml. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. Further info is expected for this specific event as soon as the sample arrives and the investigation begins. The root cause of this event cannot be determined yet.